Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
It was reported that there was severe resistance encountered while inserting the intra-aortic balloon (iab) through the sheath. After the iab was finally inserted to the proper position, pumping was started. However, later on, blood was observed and hemostasis was applied repeatedly with manual compression. The physician was concerned that the blood leaking may have occurred due to the hemostasis with manual compression. Although subcutaneous tissue was incised, no vascular injury was confirmed on the patient. It was noted that the iab was used with another manufacturer's pump. Another manufacturer's iab was then inserted to continue therapy. Upon visual inspection of the removed iab, blood appeared to have entered the sleeve through the gap between the uniseal and the catheter shaft. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Medical device ¿ problem code. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath tubing was observed kinked near the sheath hub and the tip was slightly crushed. No blood was observed inside the iab catheter. Two kinks were observed on the catheter tubing approximately 47.5cm and 49.5cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the sheath is in place over the catheter tubing. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that after initiating intra-aortic balloon (iab) therapy, blood was found on the front side of the iab. Anew iab was inserted to continue therapy. Upon visual inspection of the removed iab, blood appeared to have entered the sleeve through the gap between the uniseal and the catheter shaft. It was noted that the iab was used with another manufacturer's pump. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: cardiologist additional reporter: (B)(6), cardiologist event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4) h3 other text : device not returned.